Event description:
A nurse reported that the forceps would not fit through the trocar cannula. A second forceps was tried and also did not fit. The trocar cannula was exchanged and the forceps fit. The case was completed. No harm was reported.

Manufacturer narrative:
A sample is expected to return to the manufacturer for evaluation. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).